Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, after the balloon was mounted on to the valve there was difficulty crossing the valve with the transcatheter heart valve (thv). After multiple attempts, the physician was able to cross the valve with the thv. The valve was deployed successfully with no issues. After the valve was deployed a root angiogram was done and there were some abnormalities in the root shot. Upon further inspection of echo cardiogram using transesophageal echocardiography (tee) it was noted to be a retrograde dissection in the ascending aorta above the thv. The patient remained stable with no irregularities in hemodynamics. The physicians decided to finish the case and monitor the patient post operatively as normal. There was no intervention or repair to the dissection.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed along with the commander with s3ru and esheath+ device procedural training manual. Potential adverse events include 'cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention'. Per the training manual, 'aortic dissection can occur with wire and catheter manipulation, balloon advancement, thv delivery system advancement and/or thv deployment'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'difficulty or inability to cross native annulus and/or bioprosthesis' was unable to be confirmed as no procedural imagery was provided for evaluation. In this case, there was no allegation a device malfunction contributed to the reported event. A review of IFU/training materials also revealed no deficiencies. The event description states, 'during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, after the balloon was mounted on to the valve there was difficulty crossing the valve with the thv. After multiple attempts, the physician was able to cross the valve with the thv. Valve was deployed successfully with no issues. After the valve was deployed a root angio was done and there were some abnormalities in the root shot. Upon further inspection of echo using tee it was noted to be a retrograde dissection in the ascending aorta above the thv. After discussion with the physicians there was no concrete cause of the dissection, but it could have been related to our difficulties crossing the valve'. Per salesforce, the patient had 'severe' tortuosity. Per the training manual, factors that can lead to crossing difficulty include a 'tortuous thoracic aorta'. A tortuous thoracic aorta can create a challenging pathway for delivery system advancement through the vasculature/target site, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. In such condition, excessive device manipulation to overcome the crossing difficulties can lead to aortic dissection as reported in this case. While a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.